Manufacturer narrative:
At the time the arjo technician visited the facility, the charger and battery were damaged. It is unknown what was the condition of these parts before the event, therefore the cause of the event could not be determined. The battery was repaired and the damaged charger was replaced. In summary, the arjo device failed to meet its performance specification since the maxi move battery fell from the charger. There was no patient involved. The complaint decided to be reportable due to a battery fall to the ground.

Manufacturer narrative:
The analysis is ongoing. The results will be provided to the follow-up report.

Event description:
Following information gathered, the maxi move floor lift battery dislodged from the wall charger and fell to the ground. There was no patient involved. No injury was claimed.